Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. With assistance she removed the pieces of pledget but felt that pieces still remained and stated she was going to the ER. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, outcome, and medical treatment, if any. No further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.